Event description:
The customer reported the on/off switch was defective and that intermittently, the system was not able to turn on. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.